Manufacturer narrative:
Final analysis found that the insulation was damaged and the inner coil were fractured at 46.5 cm and 70.0 cm from the connector pin. An x-ray found that a cable was fractured at 70.0 cm from the connector pin.

Event description:
It was reported that the lead exhibited an insulation abrasion. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.